Event description:
Needle constantly gets stuck in her lantus pen needle. Customer has to use 2 needles per testing.

Event description:
Needle constantly gets stuck in her lantus pen needle. Customer has to use 2 needles per testing.